Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: stent delivery system was returned for analysis. A visual examination of the stent found that stent struts on distal rows 1-3 were damaged and misaligned. The undamaged proximal section of the crimped stent od (outer diameter) was measured and result was within the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed signs of damage on the distal edges of the tip. This type of damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage most likely occurred due to excessive force that could have been applied on the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 05jan2018. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. Following pre-dilation with a 2.0/15mm balloon catheter, a 2.50 x 24 synergy drug-eluting stent was advanced but failed to cross the lesion due to calcification. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.